Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. No audio beep anomaly noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the mother that the customer's insulin pump was dropped in the water and blood glucose was 138 mg/dl. The buttons were not responding so the customer removed the battery. Customer stated the insulin pump still kept beeping. Still under warranty so the customer was advised to return and the insulin pump will be replaced. No further information provided.